Manufacturer narrative:
The laser was evaluated on (B)(6) 2018 . The service engineer was unable to confirm the as reported issue. A preventive maintenance service was performed in conjunction with the evaluation. Preventive maintenance service noted that a full calibration was performed with the external power taken and saved. No problems with detected during the preventive maintenance service.

Event description:
It was reported that during preparation of a benign prostatic hyperplasia (bph) procedure, the laser lost power and it was not possible to turn the laser on. The procedure was not able to be completed.